Manufacturer narrative:
Initial.

Event description:
It was reported that a person using the ilet experienced hyperglycemia with the highest cgm reading of 231 mg/dl, which the person stated was consistent with a fingerstick, while using a contact detach infusion set on the abdomen; the person did not know the cause of the elevated glucose and reported no leakage at the site, and troubleshooting included disconnecting from the body, priming until drops were observed, and reconnecting. Symptoms included elevated blood glucose. Outcomes included no alerts or alarms and no medical intervention or hospitalization. Investigation included complaint handling with user troubleshooting and education. Investigation of this case revealed an unclear cause of hyperglycemia with no device alarms and no evidence of site leakage or delivery obstruction based on user checks. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.